Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from to 48 mg/dl to 1700mg/dl with a moderate level of ketones identified as dangerous by healthcare provider. Reportedly, the customer recently went through a growth spurt, and healthcare provider adjusted the pump settings to compensate, which resulted in low bg level. Subsequently, customer's healthcare provider adjusted pump settings, resulting in ongoing elevated bg levels. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, an arterial line, and other unspecified intravenous treatments. No information was provided regarding the release date; however, customer indicated the issue was resolved. Reportedly, customer suffered kidney damage as a result of the event; however, it was not known if the damage was permanent. System check with tandem technical support confirmed the pump was functioning as intended.